Event description:
It has been reported to us that during the procedure, the stent dislodged from the balloon after coming in contact with the tip of the guide catheter. The physician inserted the guide catheter over the guide wire and advanced in the right coronary artery. The patient had a highly calcified vessel. The physician inserted a balloon catheter and pre-dilated the vessel. The physician inserted the stent and advanced forward. The physician had difficulty advancing it. The physician pulled the stent back into the guide catheter and the stent became dislodged into the vessel. The physician made the decision to send the patient for a surgical procedure for removal. The stent was successfully removed and patient is reported to be fine. The devices have been discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual complaint sample used during the case will not be returned for evaluation. Therefore, an engineer analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record cannot be performed. Device discarded, not returned for evaluation.